Event description:
A hospital in (B) (6) reported via a distributor that they were not able to adjust the inspiratory pressure on the rd900aeu neopuff infant resuscitator as the peak inspiratory pressure (pip) knob was stuck. It was further reported that the maximum pressure relief valve of the neopuff was moving more freely than normal when rotated. No patient consequence was reported.

Manufacturer narrative:
(B) (4). The rd900aeu infant neopuff resuscitator is currently en route to fisher & paykel healthcare, (B) (4) for investigation. We will provide a follow-up report with our findings upon receipt of the complaint device and completion of the investigation.